Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active on the insulin pump at the time of the hypoglycemia event as the customer had been off the insulin pump from more that 48 hours.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 63 mg/dl at the time of incident. The other blood glucose of the customer was 145 mg/dl and then dropped below 40 mg/dl, putting bolus for meal the carbohydrate was too high and need to call the ambulance and drunk 3 sodas. Customer reported that they had to disconnect insulin pump for 24 hours. Customer was not using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.